Manufacturer narrative:
Follow-up #1: date of submission 11/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: the black box showed no evidence of voltage fluctuation. There was a low battery warning due to normal battery wear observed. The battery cap was not returned, so a test cap was used and was able to fit securely. There was no visible evidence of moisture corrosion observed in the battery compartment; however, the leak test failed due to a battery compartment leak. The pump alarms with a call service (ca 069) upon rewind up. The pumps cover was removed and no moisture or damage was observed internally.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.